Manufacturer narrative:
The hill-rom tech found the head right brake caster broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced right head brake caster to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head right brake caster is not holding. The bed was located at the account in the basement bed area. There was no pt/user injury reported. (B)(4).